Event description:
It was reported that the right atrial and right ventricular leads dislodged. The tined leads were implanted on the right side of a right-hand dominant patient and were subsequently noted to be retracted on x-ray. The pacing threshold and sensing was also compromised. The leads were explanted and replaced on the left side of the patient. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant product: 4092 implantable pacing lead (B)(6) 2013. (B)(4).